Event description:
It was reported that patient received inappropriate shocks due to noise. The noise was not reproducible with isometrics. Low impedance was also observed. Fluoroscopy revealed lead fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.